Event description:
Reporter had various, on different days, while attending a 3-day hosp program, fasting, meter-to-lab, back-to-back, blood glucose comparisons tests performed, some venous and some capillary, with results of 241 and 275 mg/dl, 285 and 229 mg/dl, 268 and 258 mg/dl, 264 and 198 mg/dl and 326 and 266 mg/dl. Reporter was not experiencing any symptoms. Control solution test was 122(97-145).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8